Event description:
It was reported that auto mode switch episodes were observed due to lead noise reversion showing oversensing issue on the ra and rv lead. Noise was reproducible in clinic via isometric testing. Lead impedance values were normal. Programming changes were made however issue still persists less frequently. Patient was stable prior and post programming changes.

Event description:
New information received on 6/29/2018 notes that there were repeat episodes of noise noted on the right ventricular (rv) and right atrial (ra) leads. A single high ventricular rate (hvr) episode was noted that displayed significant atrial and ventricular lead noise. Rv lead noise could not be reproduced but minor ra lead noise could be reproduced by manipulating the patient's left shoulder. Patient was asymptomatic and stable. Programming changes were suggested; however, no changes were performed at the time.